Manufacturer narrative:
There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).

Event description:
A physician reported the system displayed an error message and the handpiece would not tune. Add'l info received from the surgeon indicated this event occurred during a cataract surgery. The system was exchanged and the case was concluded with another system. There was a reported delay of an hour and a half. The surgeon reported the pt had corneal edema post-operatively, but is recovering well.